Event description:
Malfunction: none. Adverse event: right superficial femoral artery (rsfa) perforation. Time of ae: during procedure, after post-dilatation. It was reported by voluntary medwatch that during vascular intervention of the rsfa, a perforation was noted after post-dilation, using viatrac balloon catheter. The rsfa showed diffuse disease in the mid to distal portion with heavy calcification noted and multiple high-grade 70% stenosis. Using an ipsilateral approach, rsfa atherectomy was first attempted, using multiple non-abbott devices, but was abandoned because the catheter could not cross the heavily calcified lesion. Angiogram revealed no dissection at that time. Following failed atherectomy, balloon angioplasty was performed, using a non-abbott 4.0 x 20, noncompliant balloon inflated to 20 atm at multiple levels along the mid to distal sfa. Post angioplasty films showed a residual dissection, and a non-abbott stent was implanted to cover the dissection. The stent was post-dilated with a 6.0 x 40 viatrac balloon catheter. Post dilatation films revealed a small perforation in the mid stent level. Angiomax infusion was discontinued and a small tamponade balloon was deployed at 2 mm hg for five minutes with complete sealing of the perforation. No add'l info is available.